Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert from the implantable cardioverter defibrillator. It was noted that the patient's device was unable to send a remote transmission. Upon interrogation, it was noted that the device was in backup vvi mode. A firmware download was performed successfully restoring the device. The patient was in stable condition.